Event description:
It was reported that this patient's device was found to be in safety mode during a remote monitoring check. Boston scientific technical services were contacted and recommended that this device be replaced and returned for laboratory analysis to determine the root cause of the safety mode. The device is currently in service and pending explant to resolve the event. Exhaustive attempts were made for additional information regarding the event resolution, but was not received. The patient was stable with no adverse consequences.